Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the unit suddenly stopped while he was driving it, causing him to allegedly be thrown from the device.